Event description:
Acetabular reamers 44-54 are dull per surgeon.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Complaint sample was returned, evaluated and the reported event was confirmed: the reamer was dull. Knicks and dents and flattening of many of the teeth were observed. DHR was reviewed and no discrepancies were found. Product was manufactured at (B)(4) in september 2012. It is unknown as to how many surgical procedures (cycles) this reamer has gone through throughout its life in the field. A trend analysis was performed on part number t82 from december 2013 through december 2014. (B)(4). Each of the (B)(4) confirmed similar complaints have been manufactured greater than two (2) years prior to the complaint notification and it is unknown how many times this device has been used. Dull reamers are a common complaint which occurs as a result of the product exceeding its expected use. Instructions for use (IFU) instruct customers to discard instruments with dull cutting edges or damages. Manual surgical instruments have a limited life span which is generally determined by wear or damage due to repeated intended use. No further investigation required.

Event description:
Acetabular reamers 44-54 are dull per surgeon.